Manufacturer narrative:
Device manufacture date: january 8, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extension sets with one-link needle-free lv connector leaked during patient infusion. It was further reported that the nurse had tried to troubleshoot a no flow and when removing the set backpressure was noted, which caused the solution to leak. There was no patient injury or medical intervention associated with this event. No additional information is available.